Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) for the past few months up to the mid 300s (mg/dl). The cause of the elevated bg levels was unknown. Correction boluses were used to address bg levels. Reportedly, the customer dropped the pump in shallow water. System check with tandem technical support indicated the pump was performing as intended. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.